Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined. The company representative was unable to replicate or confirm anything that would contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported flaps are more adhered and seem thinner. A patient had a piece of flap in their eye which required a contact lens to help facilitate recovery. Additional information has been requested. There are two related reports for this event. This report addresses the patient with a torn flap, and another manufacturer report will be filed for the report of thinner flaps.